Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. A separation was noted on the body of the pump at the strain relief between the shorter exhaust tube and the inlet tube. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. No functional abnormalities were noted with either cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted between the inlet and exhaust tubing of the pump body. A separation of this type could then allow the loss of fluid, making the device inoperable. The senior research and development engineer of product support reviewed the returned pump. During this review, it was concluded that this leak was due to a small tear. The cause of the tear is unknown. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA.¿ devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device required replacement due to a leak. The leak was noted in the pump tubing at the top of the pump. The reservoir was retained. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.